Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lots h12b02057, h12c06056, and h12c29058 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional information become available, a follow-up will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date, the pt began treatment with dianeal (doses and frequencies not reported) intraperitoneally (ip) for pd therapy. The pt experienced peritonitis and was hospitalized on the same day. Treatment was not reported. Concomitant therapy was not reported. The cause of the peritonitis was unknown. At the time of this report, the outcome was unknown. Dianeal therapy was ongoing. Additional information was requested but is not available. This is report 2 of 3 involved in this peritonitis event.